Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). In a follow up with the reporter from the facility, he confirmed that there was no patient injury associated with the event. He also stated that the syringe was fully compressed all the way closed at the time of the incident. The samples and all available information have been forwarded to the actual MFR and their investigation is on going at this time. A follow up report will be provided after the inspection results are available.